Manufacturer narrative:
This device was used for treatment, not diagnosis. Device was implanted and explanted in (B)(6) 2006. Explant occurred approximately two weeks after implant. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
A device report from synthes EU provides information from a facility in (B)(6) regarding the following issue: the pfn nail was implanted in (B)(6) in (B)(6) 2006 into a (B)(6) patient. After 14 days, the nail broke. The nail was removed in (B)(6) 2006 in (B)(6). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. All features that could be measured meet specifications. The distal fractures were examined with a scanning electron microscope. Based on the topography of the fracture surfaces, we can conclude that the implant was subjected to low dynamic bending loads (two sided) and also axial loads. It is possible that the mechanical damage caused during the drilling process at the second distal locking hole could affect the nail failure in two ways. The damage may have promoted the crack initiation and caused a reduced profile. Furthermore constantly alternating load cycles (during walking} led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfn. Under these circumstances the pfn could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.